Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alleging over delivery. Customer¿s blood glucose level was 48 mg/dl at the time of incident. Customer was treated with food and glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not mention any treatments related to low blood glucose event. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service due to low blood glucose event. Customer reported auto mode was not automatically delivering insulin at the time of low blood glucose event. The device will not be returned for analysis.